Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). (B)(4). On follow up call from (B)(6) 2018 customer's condition improved and they are no longer experiencing symptoms. Customer went to urgent care where he obtained a result of 120 mg/dl not fasting. She was not hospitalized and no treatment was provided. Customer was released the same day.

Event description:
Consumer reported complaint for lo blood glucose results accompanied by symptoms. Preston (son) is calling on behalf of the customer. The customer is concerned with results obtained of lo. The expected fasting blood glucose test result range is 120 to 140mg/dl. The customer did report symptoms of sweatiness and confusion. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer in according with the specification in the bathroom. During the call on (B)(6) 2017, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 08/21/2018 and open vial date is (B)(6) 2017. Test strips are expired; open for more that 4 months. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :lomg/dl date:(B)(6) 2017 time:12:05 pm fasting, result 2 :lomg/dl date: (B)(6) 2017 time:11:38 pm fasting, result 3 :lomg/dl date (B)(6) 2017 time:12:44 pm fasting, result 4 :lomg/dl date: (B)(6) 2017 time:12:13 pm fasting, result 5 :20mg/dl date: (B)(6) 2017 time:12:13 pm fasting.